Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 12 x 2.50mm promus premier¿ stent was advanced to treat the lesion. When the device was removed from the patient, it was noted that the distal edge of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.